Manufacturer narrative:
(B)(4). Although the 3rd mitraclip clip arms were not confirmed to be perpendicular to the line of coaptation; this clip was eventually implanted lateral to the 2nd slda mitraclip. Post procedure, the mr was grade 4+, worse than pre-procedure mr. The first implanted mitraclip remained stable and well seated. The procedure ended and the patient was discharged to hospice. There was no additional information provided regarding this issue. Device code - failure to follow steps/instructions. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two other mitraclips are filed in separated medwatch reports.

Event description:
This report is filed as the third clip delivery system (cds 71103u166) was difficult to remove with anatomy causing tissue damage and increased mitral regurgitation, and for causing damage to a previously implanted mitraclip. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4 with anterior 2 leaflet flail. One mitraclip (71027u288) was implanted without issue. A 2nd clip delivery system (cds 71103u165) was advanced to the mitral valve. During advancement, this cds interacted with the first implanted mitraclip. The second cds had a poor grasp on the leaflets and, against advice, clip deployment was initiated. While flossing the gripper line without resistance, clip movement was noted on the leaflet. Once deployed, the posterior leaflet came out of the clip (single leaflet device attachment-slda). The mr increased and tissue damage was suspected. Blood pressure dropped and medications were provided. As treatment for the slda, a third clip delivery system (cds 71103u166) was advanced to the mitral valve. During positioning, the 3rd cds interacted with subvalvular tissue. The 3rd cds could be retracted into the left atrium, pulling the mitral valve upward. This 3rd cds caught the 2nd implanted mitraclip, pushing the 2nd implanted mitraclip on top of the 1st implanted mitraclip resulting in severe tissue damage and no leaflet coaptation. The 1st and 2nd implanted mitraclips were now formed as an upside-down t, both stacked on each other. More tissue damage was suspected with even worsening mr.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of patient anatomy and procedural conditions. The difficult to remove from anatomy appears to be related to patient morphology/pathology and due to a leaflet flail. The clip arms were not oriented perpendicular to the line of coaptation prior to deployment. It should be noted that in the mitraclip IFU instructs the user to ensure that the clip arms are oriented perpendicular to the line of coaptation. In this case, although the clip arms were not oriented perpendicular to the line of coaptation, this did not contribute to the device causing damage to another and difficult to remove. The reported tissue damage associated with the third chip was a result of procedural circumstances and due to device causing damage to another. The reported worsening mitral regurgitation was a cascading effect of tissue damage. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.